Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred during a 24 hour infusion of mesna at a rate of 43.8 ml/hr. The customer stated that the nurse went in the room around 10:00 to hang a second bag and there was at least 500 ml left in the 1l bag. It was reported that the pump displayed there was only 13.1 ml left in the bag. The infusion was going through one of the lumens of a double lumen PICC. Through the other lumen (2 separate infusions) was another infusion at an unknown rate. The customer reported "the blue clave was on the PICC." The involved patient was a (B)(6) female patient being treated for burkitts lymphoma and her treatment was delayed for approximately 12 hours. It was also reported that there was no patient injury.